Manufacturer narrative:
The tm was able to evaluate the reported system, but could not replicate the reported problem. The reported system was tested, and passed as system specifications were met. Thus, no samples were returned for further evaluation. The root cause of the reported problem is unknown as no sample for the reported problem was returned to replicate or confirm the reported problem. Quality assurance will continue to monitor related complaints and will take action for future occurrences as is deemed necessary. (B)(4).

Event description:
The surgeon reported low power "he has to turn up for desired results". No patient impact was reported. Additional information was requested.